Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient was treated with cefotaxime (intraperitoneal, for four days) for the event. A day after the onset, the patient was hospitalized for the event. Four days after the onset, the patient was transferred to another hospital and began treatment with ceftriaxone (intraperitoneal for seven days). Three days later, the patient was treated with ceftazidime (intraperitoneal, for one day) and amikacin (intraperitoneal, for five days). Nineteen days after the onset, the patient was discharged from the hospital and has recovered. Pd therapy was ongoing. No additional information is available.